Event description:
Pt was undergoing a balloon angioplasty over the subintimal track with a 5mm balloon which was exchanged for a wire over a quick cross cath. A medtronic complete 6mm x 150mm stent was placed in the distal sfa popliteal segment and when it was deployed, it would not deploy appropriately and elongated into the sheath. The sheath had to be removed from the patient in order to remove the delivery system from the device. A 6 french sheath was reinserted into the popliteal artery and confirmed that there was approximately 1-1/2 cm of stent extruding from the artery which had to be surgically removed and the posterior wall of the popliteal artery had to be repaired. Part of the stent remains in the patient and the resected part was discarded.======================manufacturer response for medtronic complete stent 6mmx150mm, medtronic complete stent 6x150mm (per site reporter).======================the representative from the company was present when the stent was placed and deployed and has never seen this happen.